Event description:
A siemens healthcare diagnostics field service engineer (fse) was performing repair operations on the dimension(r) instrument. The fse's index finger was scratched by the imt probe. The fse was given a tetanus shot. The fse reported no sustained injury.

Manufacturer narrative:
The cause of the injury was a rebound of the fse's hand when clearing an obstruction from the imt probe. The instrument is performing within specifications.no further evaluation of the device is required.